Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was involved in an accident. It was stated that the customer fell 20 to 30 feet onto concrete at work. The wife stated that she does not know what went wrong, she just wants a replacement of the insulin pump. Troubleshooting was declined. No further information was provided.